Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line "snapped" near the luer lock connection on the cartridge due to the patient line being pulled because the customer dropped the pump. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged damaged cartridge issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.